Event description:
The facility's biomed reported a fail code 812:02, which occurred during biomed testing. Additional contact info was requested but no additional contact was identified. The biomed stated that there have been reports of any pt incident involving this pump since the last baxter service event.